Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015, the customer received the following results on the compact plus system within 10 minutes: 114 mg/dl and 292 mg/dl. In (B)(6) 2016, the customer received the following results on the compact plus system within 10 minutes: 300 mg/dl and 80 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.